Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the customer letting the pump battery deplete, the pump shutdown. Upon start up, one basal rate and all the correction factors were missing. Customer was unable to verify if the screen displayed a reset or the welcome screen upon start up. Customer did not know if blood glucose was impacted. Multiple attempts were made by tandem technical support to follow up, customer did not reply.